Manufacturer narrative:
(B)(4).

Event description:
It was reported that no urgent low vibration on the mobile app occurred. Data was evaluated and the allegation was confirmed. The patient's alerts were not being saved. The probable cause could not be determined. No injury or medical intervention was reported.